Event description:
An authorized service provider (asp), contacted ventec to report that the device was delivering low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it delivering low vte (exhaled tidal volume) was initially confirmed, however, after subsequent testing of the device the reported issue could no longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.